Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The first valve: the clinician set to a 4 and postop reprogrammed l to a 3. During surgery, he took the valve out of the box and when he attached a monometer, the valve wouldn't flow. He heard a pop when pushing the saline through the valve and then he only received slow flow. A few days later after he had adjusted the valve to 3, the patient was having issues much like the valve was malfunctioning. When he took out the valve, it wouldn't flow at all with a monometer and noticed a little blood in the valve. A second valve was chosen and he programmed it to a 3, later adjusting it to a 2 postop. The exact same thing happened during surgery with the monometer and the popping sound. He implanted the valve and had to explant it a few days later, due to the same issue occurring. I have two valves to return for evaluation. I am meeting with him tomorrow to discuss our siphonguard and proper priming of the valve again. New residents are on this service, so I will provide any additional information that I gather tomorrow.

Manufacturer narrative:
Two valves were returned for evaluation. Lot number information was not provided for either device; therefore, a review of manufacturing records could not be performed. Visual evaluation of the first valve found the valve was clean, showed no blood or debris within the reservoir, and that there was no damage. The rotating construct was tested for proper functioning. The rotating construct was moving normally and dropped into the appropriate pocket when the adjustment tool was removed. After the vial was placed in a water bath, the valve was gently flushed and fluid flow was immediately noted. Manometer testing was performed to assess proper opening and closing of the siphonguard primary pathway. Detection of primary pathway closure was easily identifiable by a rapid decrease in the decent rate of the fluid level in the manometer. This test was repeated three times. The instrument functioned as intended. Based on the evaluation of the returned device, the complaint of obstruction/no flow could not be verified. Visual examination of the second valve found that the valve was very clean and that there was no blood or debris within the reservoir, valve assembly or siphonguard. The valve showed signs of lifting of the needle guard in the area adjacent to the ruby ball and seat. The rotating construct (rc) was assessed for proper function. The rc moved normally and dropped into the appropriate pocket when the adjustment tool was removed. The valve was placed into a water bath. The valve was gently flushed and fluid flow was immediately noted. Manometer testing was performed to assess proper opening and closing of the siphonguard primary pathway. Detection of primary pathway closure was easily identifiable by a rapid decrease in the decent rate of the fluid level in the manometer. This test was repeated three times. Based on the evaluation of the returned device, the reported obstruction/no flow issue could not be verified despite the lifting of the needle guard. At present, we consider this complaint to be closed. Trends will be monitored for this or similar complaints. Refer to MDR 1226348-2016-10012 for information regarding the additional device associated with this complaint.